Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 had failed and latch was not working. A field service engineer (fse) attempted to recover the storage space, but the latch was not receiving power and could not be recovered. The fse shut down the station, opened the latch column, and reset the connections. The fse also discovered that the power switch on top of the station had been turned off, which likely contributed to the latch power issue. After rebooting both the station and the tower and resetting all connections, the latch assembly operated without any malfunctions or delays. Additionally, the fse re-tightened the wire harness connectors and cleaned oxidation from the microswitches. The fse verified that the customer was able to login to the application and tested the tower doors in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.